Event description:
It was reported that the device did not complete the staple line. The customer used another device with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.